Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during a shoulder arthroscopy there were problems with five vapr coolpulse 90 electrode, 90° suction w/integrated handpiece. No suction was possible so they used another vapr cp 90-and there was no problem. The device was received and evaluated, it was identified that the suction tube have a blockage, which looks like a bubble in the tubing, which is hard plastic/gel. The device will be sent to supplier for further investigation. Supplier evaluation result for vapr coolpulse90 electrode, was evaluated by the supplier with the following results: the device was not returned in the original packaging, device was in a used condition with tissue visible in and around the tip, tissue visible in tip suction port, there is fluid in the suction tube, no visible damage to the device shaft, handle, cable or plug. All the parameters of the electrical test passed. During functional test, the flow rate and the flow test-post activation were failed. The further investigations are: multiple attempts to free the blockage was conducted; including a positive pressure applied to the suction path of the devices, along with a negative pressure, and both conducted whilst activating the devices. None of these attempts were successful in clearing the blockage to restore the flow rate within specification. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube of the device and fed up the suction path until the blockage was reached. This confirmed that the blockage was at the proximal end of the active suction tube and was caused by uv glue. The blockage was approx. 10mm inside the active suction tube. The summary of the supplier is: the customer experienced suction problems with a total of five devices and they used an additional device that had no problems. A single device was returned for evaluation which mitek stated exhibited a bubble in the suction tube which was a hard plastic/gel. The investigation establish that the device was in a used condition with tissue visible around the active tip and that the suction path was blocked. The bubble noted in the suction tube by mitek was fluid that was trapped in the tube due to the flow control clamp being closed. A thin gauge wire was used to locate the blockage, which was 10mm inside the active suction tube and was most probably caused by uv glue migrating into the tube. From our investigation we were able to confirm the reported suction failure with the returned complaint device. The complaint failure mode seen has been caused by uv glue within the active suction tube and consistent with other complaint devices investigated under CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. Further investigation into this failure is being conducted under CAPA with process improvements under review. As this failure mode is still currently under investigation this complaint will be added to the scope of the CAPA. A manufacturing record evaluation was performed for the finished device lot number: u2004090, and no non-conformances were identified. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device had no suction. Another like device was used to complete the procedure with a five to seven minute delay. There were no adverse patient consequences reported. No additional information was provided.